Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; anal pain; difficulties with bowel motions; incontinence not present before implant . Nonsurgical treatments: on (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): hrt cream for purpose: strengthen the vaginal walls. Treatment duration: 4.